Event description:
The atrial stored iegms (intraelectrocardiograms) were found to be very small and were displayed near the top of the programmer's screen during pre-discharge testing. This was observed when displaying atrial and ventricular simultaneously and with annotated atrial stored iegms. When the scale was increased,the atrial signal disappeared off the screen. The physician was attempting to observe far-field ventricular signals using atrial iegms and he could not determine whether this was occurring. Real-time atrial iegms seemed appropriate. Atrial sensitivity has been set to 0.5mv.